Event description:
Caller reported a temperature alarm with the pump while it was charging, though it was not exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed not to exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.